Event description:
Consumer called to report different readings when comparing to her husband's meter. Analysis run on clark error grid using competitive reading (118) as ref. Point vs. Bd readings (230) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.